Event description:
On (B)(6) 2025, a patient underwent ultrasound guided percutaneous drainage procedure. Sometimes post a catheter placement it was reported that the drainage catheter connector allegedly found fractured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation. However, one electronic photo was provided and reviewed. Hub was noted to completely broke and separated from catheter in the provided photo. Therefore, the investigation is confirmed for the reported catheter connector fracture and identified material separation issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent ultrasound guided percutaneous drainage procedure. Sometimes post a catheter placement it was reported that the drainage catheter connector allegedly found fractured. The procedure was completed using another device. There was no reported patient injury.